Event description:
Electrical cord which connects bed to wall outlet became tangled in scissor-like mechanism which raises and lowers bed. The cord was cut, exposing hot wires which were touching the bed frame. Could have caused a shock if frame had been touched before unplugging. MFR stated cord should have been secured with a clip which came with bed, however, no clips were delivered with beds at the time of delivery and installation, neither was the nursing home advised of the need for this.